Event description:
The tip of the expressew needle broke off in the shoulder joint while preforming an arthroscopy. It was found and removed arthroscopically by the surgeon, procedure was completed uneventfully. All items retrieved, confirmed with fluoroscopy.